Event description:
It is reported that the patient experienced a low blood glucose level. Level is 48/dl. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the patient. The device is not being returned. No further information available.